Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-08249: it was reported the pt passed away in (B)(6) 2011. The widow of the pt reported the pt had received inadequate pain relief by the scs system. It was also noted the scs ipg pocket was infected and required several visits to the primary care physician to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.